Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 40 mg/dl. The customer gave insulin through the insulin pump. The patient was admitted to emt and brought back to a normal blood glucose range. The report was documented for customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.